Event description:
Patient's boyfriend contacted dexcom technical support on (B)(6) 2014 to report detached sensor wire on (B)(6) 2014. Patient's boyfriend claimed that during deployment and upon retraction of applicator collar, inserter needle became exposed and sensor wire was attached to the needle. Patient's boyfriend did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).